Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the multiple drawer was failed. A field service engineer stated that the customer logged in and recovered drawer and its pocket to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a entire drawer and cubies was not detected on bus. The customer reported that the malfunction occurred when the user tired to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.